Event description:
It was reported the patient presented to the clinic due to an alert. Upn interrogation, the atrial channel exhibited noise episodes. No further intervention or patient symptoms were reported.